Event description:
It was reported that during implant, the lead "folded back on itself in the cephalic vein and there's a visible white line on fluoro where the bend occurred." The lead was not used and was replaced by a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. The analyst noted that no bend was observed on the lead.

Event description:
It was reported that the lead "folded back on itself in the cephalic vein and there's a visible white line on fluoro where the bend occurred." The lead was explanted. No patient complications have been reported as a result of this event.